Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 12, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint lens presented cut in half. The complaint lens was cleaned and presented with no issues that would have contributed to the complaint event. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: exact date not provided. Best estimate between implantation ((B)(6)2023) and date lens was explanted ((B)(6)2023). Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted into the right eye (od) on (B)(6)2023. During a post-operative examination on (B)(6), the patient did not see well. On another medical visit, on june 6th, the patient was difficult to evaluate due to poor cooperation. On (B)(6) the iol was explanted from the right eye and a zkb model lens with serial number (B)(6) was implanted. Through follow-up we learned that the calculations were fine and the patient is well. No further information was provided. A separate report is being submitted for the patient's left eye (os).